Event description:
Procedure type: vats/pneumothorax. According to the reporter: after the 2nd firing, the staples were not formed properly. The cut end was sutured by hand. According to the surgeon, the black return knob could be pulled back slightly easier than usual. No tissue damage occurred. No add'l tissue loss occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).